Event description:
It was reported that a user experienced persistent hyperglycemia with blood glucose values in the low to mid 200 mg/dl range after a supply change on the ilet system, with no food intake reported and no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting with successful data sync and review via the ilet mobile app. Investigation included review of pump and cgm trends, recommendation for fingerstick confirmation, and a site-only change to address a suspected infusion site issue. Investigation of this case revealed that the infusion set was likely the contributing factor given prolonged hyperglycemia post¿supply change and subsequent improvement after the site-only change, consistent with reduced insulin delivery due to site-related absorption issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion site issue rather than a pump malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.